Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the observed discrepancies are within an acceptable range and the system is adjusting to the calibrations. As the user has stopped using the system due to the discrepancies, limited data was available to perform an investigation. Customer care recommended that the user resume use of the system and to enter calibrations as prompted.

Event description:
On march 12th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.